Event description:
Console stopped pumping. During the transport of a lvad patient from the o.r. To the ICU, the console suddenly stopped pumping. There were no alarms audio or visual. Foot pump operation was immediately started. Patient was then transferred to backup console.